Event description:
The pt underwent bilateral peripheral vascular disease (pvd) studies using a 5 fr diagnostic catheter. A 6 fr dilator was used in preparation for closure. Reports from the field indicate that there was a large amount of resistance with the dilator and evidence of severe pvd on angiogram. The radiologist chose to attempt arteriotomy closure with a techstar xl 6 fr pvs device. Marking was achieved, but deployment was not successful due to a large amount of resistance. Backdown was not successful, and the device could not be removed. The pt was sent for surgical removal of the device, followed by a jump-graft in treatment of the pvd. Surgery was successful and thhe pt was doing fine. The device has not been returned to the MFR and was not available for eval. However, the instructions for use (IFU) state that the safety and efficacy of the techstar device has not been established for antegrade access sites, as would have been required for peripheral vascular studies. The IFU clearly limits the angle of insertion to 45 degrees or less. Inserting the device at a steeper angle, as would be likely with an antegrade access site, can cause the needles to jump their tracks and stall in the barrel. Also in the IFU, the user is cautioned to terminate deployment and activate needle backdown if resistance is met on deployment. Had the cardiologist backed the needles down on meeting resistance, backdown might have been successful. When backdown is successful, the device can be removed without surgery or injury to the pt. Finally, the IFU states that the safety and efficacy of the techstar device has not been established for use in pts with a femoral artery stenosis greater than 50%. The level of pvd requiring intervention via jump-graft should have precluded the use of the techstar device. Therefore, this event was caused by a series of user errors.